Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received an elevated blood glucose result on the performa system. The blood glucose result was not provided. The patient took insulin based on the result and went to bed. The type and amount of insulin the patient took was not provided. During the night, the patient had hypoglycemia symptoms of unconsciousness, passed out, and unresponsive. The patient's husband called the paramedics and she was taken to the hospital. The ambulance doctor suspected an anemic stroke. The blood glucose results taken by the paramedics and at the hospital were not provided. At the hospital, the patient received unknown treatment to increase the blood glucose level. She also had tomography and ultrasound examinations. The patient was hospitalized for 5 days. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
As the suspect device was not returned, an evaluation could not be completed. Controls were run on retention stock of the same lot and results were acceptable. However, the alleged strip lot is from the list of affected lots included in res (B)(4). Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.